Event description:
A peritoneal dialysis pt reported that he spent a week in the hospital due to swelling in the month of (B)(6) 2013. The pt states that he does not remember the exact date he was admitted or the duration of his entire stay in the hospital. He stated that he was given cefazolin and vancomycin for 3 weeks to treat peritonitis. His effluent was cloudy when he was admitted to the hospital. The pt discontinued use of the cycler during that time, and started hemo-dialysis treatments. The patient stated that he has started back using the cycler and is now only doing hemo-dialysis treatments once a week.

Manufacturer narrative:
A supplemental report will be submitted upon final review of received info from the plants investigation.